Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator would not alarm at the nursing station. It is unknown if the ventilator was connected to a pt when the reported problem occurred.